Event description:
It was reported that foreign, plastic-like pieces were found inside the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip before use. The following information was provided by the initial reporter: 1. Description of issue: customer reports inside of syringe there is debris. Customer stated it looked like plastic pieces. 2. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. What was your bg reading at the time of this event? 143. 3. Number of occurrences: 1. 4. Item number . O choose one: ¿ 3 ml syringe ¿ 309657. 5. Product lot number: 8222920. 6. Are samples available for investigation? O yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. 7. Did issue cause any injury? If yes, what type of injury? No. 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No.

Manufacturer narrative:
Investigation: one sample and photo received for investigation. Fourier transform infrared spectroscopy analysis was completed on the material observed in the barrel of the syringe. A small portion of this material was removed from the sample and prepared for spectral analysis. The spectral analysis shows that this material is most likely silicone. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. During the documentary review of the batch record no problem was detected attributable to the defect reported by the client, additional functional test of silicone content was found within specification, when performing the test by the franklin lab lakes of the sample this presents signs with similarities to the silicone that is used to lubricate the body of the cylinder, this could have been a punctual case of surplus silicone in nozzle since monthly in the cleaning for equipment of manufacture is made of surface way cleaning in silicone nozzles, additional half-yearly the nozzles are disassembled for deep cleaning as part of the preventative maintenance.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign, plastic-like pieces were found inside the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip before use. The following information was provided by the initial reporter: description of issue: customer reports inside of syringe there is debris. Customer stated it looked like plastic pieces. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. What was your bg reading at the time of this event? 143. Number of occurrences: 1 item number. Choose one: 3 ml syringe ¿ 309657. Product lot number: 8222920. Are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No.